Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. No consequences or impact to patient. (Plunger overrode lens). Results: a product evaluation found that there was a plunger override and the button of the device was not pushed. Conclusion: based on the complaint history and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 26.5d preloaded injector. Prior to implantation, the plunger of the device overrode the lens and it became stuck in the injector. Lens was not implanted and there were no adverse events reported.